Event description:
December 20, 2000: maersk medical was informed by a user facility that a diabetic under continuous insulin pump therapy was admitted to hosp for dka. The user noticed that the infusion set was leaking at the connection to the reservoir.